Manufacturer narrative:
The sample was requested to the customer, for evaluation. Complaint sample was not received, finished good lot number was unknown.

Event description:
Customer reported an occurrence regarding sharpoint item 72-2840 unknown finished goods lot. Customer states noting that blades were dull during ophthalmic procedures. There was one report of damage to the cornea which required ongoing follow up care. (B)(4).